Event description:
It was reported that after a peripheral revascularization procedure, arteriotomy closure was achieved of a scarred common femoral artery using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. The thumb advancer and clip delivery tubeset were unlocked via the two access ports, in accordance with the instructions for use, which enabled the device to be removed. When the device was removed, hemostasis had been achieved with the starclose se clip. There was no reported adverse patient effect and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on a review of the available information, no product deficiency was identified.